Manufacturer narrative:
The facility did not provide further information regarding the procedure. There was no adverse event or patient consequence reported with this event. If the product is returned to bwi in the future, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
Based on the initial information, it was unclear if the device was stuck in a contracted position, which could be a reportable event since it might increase the potential risk of damaging cardiac or vascular structure of the patients. Upon return of the device, it was determined that the device was not stuck in contraction position instead the device could not contract anymore. This condition does not represent a risk to the patient and it would not represent a reportable event. (B)(4). The contraction test was performed and failed due to broken contraction puller wire; analysis did not confirm that the catheter was stuck in a contracted position since the lasso loop could not be closed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition was confirmed.

Event description:
It was reported that the customer couldn't open up the loop (change the size). Deflected fine but wouldn't vary in size.